Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, returned physical sample, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cut stylet was confirmed and verified to have been cut. The product returned for evaluation was a fully assembled 4fr s/l groshong nxt clearvue PICC. The stiffening stylet was protruding from the groshong valve. The proximal end of that stylet terminated near the 35cm depth marking and it appeared that the stylet was held in place by a suture wing attached near the 30cm depth marking. Removal of the stylet and microscopic examination of the proximal end confirmed a striated and glossy appearance. The twist coils of the stylet were still tightly coiled. These features are characteristic of the stylet having been cut, which supports the complaint event that it had been cut. The product IFU and red warning tag on the stylet both warn ¿do not cut stylet¿.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, because the patient complained of chest pain, a chest x-ray examination was performed and revealed that the stylet had come out of the valve, and it was removed. During the placement procedure, the stylet was accidentally cut together when adjusting the catheter length and placed. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, because the patient complained of chest pain, a chest x-ray examination was performed and revealed that the stylet had come out of the valve, and it was removed. During the placement procedure, the stylet was accidentally cut together when adjusting the catheter length and placed. There was no reported patient injury.